Manufacturer narrative:
One cadd solis vip 2120 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. The review of event history log identified following events in history: "on (B)(6) 2005 12:00:02 am standard battery at 50%. On (B)(6) 2005 12:00:09 am medium alarm displayed: pump settings and patient data lost. On (B)(6) 2005 12:00:11 am medium alarm acknowledged: pump settings and patient data lost. On (B)(6) 2005 12:00:14 am power up complete. Functional testing included use testing. The pump was powered on and it immediately gave "pump settings and patient data lost" alarm. Based on the evidence the complaint was confirmed. Root cause was attributed to faulty microprocessor board.

Event description:
Information was received indicating that this ambulatory infusion pump would not retain the set date and time. No adverse patient effects were reported.